Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient turned stimulation up on the night of (B)(6) 2016 and felt a shock sensation in their right buttocks area. The patient had retaining urine symptom return since then. This was due to a sudden change in therapy or symptoms. The patient called their health care provider (hcp) and was told to call the manufacturer. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.